Manufacturer narrative:
(B)(4).

Event description:
Upon further review it was determined that this record is a duplicate report that has previously been reported. Please disregard previous reports for MFR.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data related to the issue was provided for investigation. Problem could not be confirmed. The root cause could not be determined.